Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while in a electrode and probe placement procedure the navigation system was unresponsive. After loading the MRI scans and a CT, when the site attempted to merge, the system became unresponsive and then booted back to the launch screen. The representative went back into the software and was able to merge the images and move forward. There was a reported delay to the procedure of less than 1 hour due to this issue an no impact on the patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: patient ID and date of birth provided. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.